Manufacturer narrative:
A new ias computer was sent to the site for issue resolution. No parts have been returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that the o-arm ias (image acquisition system) computer would not boot. No patient was present.

Manufacturer narrative:
Investigation of returned suspect computer was unable to confirm the reported issue but found a failure with the hard drive. Ias booted os and application on the bench. Time/date (cmos battery check) were good. Application loaded. Virus scan completed. Installed computer in test imaging system and the system readied as expected. A 2d and 3d imaging, communication and image store and retrieval were successful. Once the system is shut down, the computer will not communicate with mvs.